Manufacturer narrative:
There was no frozen screen anomalies noted. Time advanced normally. There was no button response on all buttons due to j2 connector on lcd board being half locked. The displacement test was not able to be performed due to unresponsive keypad. There were minor scratches on the lcd window, cracked case at the lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call of button errors on their insulin pump and unresponsive screen. The customer's blood glucose at the time was 110mg/dl. The customer states the entire keypad is unresponsive. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.